Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of nonunion and broken intramedullary nail, which required revision could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedic surgery, gangnam severance hospital, yonsei university college of medicine, south korea¿. The title of this report is, ¿a blocking-wire technique for removal of a broken hollow intramedullary nail¿, published on april 26, 2016, which is associated with the stryker ¿gamma 3 nailing system¿. The article can be found at http://dx.doi.org/10.1016/j.injury.2016.04.039. This report includes an analysis of the clinical data that was collected on 4 patients. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced nonunion associated with a broken intramedullary nail, requiring revision. The report states, ¿four cases of femoral nonunion which were associated with broken intramedullary nail were treated with this technique. One ante-grade femoral nail and three cephalomedullary nails were broken at the proximal locking hole or lag screw hole. [...] All four broken nails were removed using current technique without difficulties. [...] Bone healed after exchange nailing¿.